Event description:
Patient arrived to appointment for disconnect and reported that his eis 5fu infusion completed approximately 10 pm. Approximate time planned for eis to be disconnected was forty-six hours later (the following day) at 3 pm. Patient reports that he called doctor's clinic in the morning of date of completion and told him of his eis completing early. Patient denied being in any extreme hot or cold temperature conditions. At time of disconnect, IV tubing connections were secure, clamps open, blue heat sensor taped to patient, and air filter remained free of any tape or occlusions.